Event description:
A report was received from the affiliate alleging damage on bipolar tweezers mfg by aesculap after being sterilized successfully in a sterrad nx sterilizer. The damage was discovered prior to use on a pt.

Manufacturer narrative:
(B)(4) damaged device.